Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Additional information g4, h3, h6 and h10. The original device history report (DHR) is no longer applicable as device was manufactured in 2016. No previous service history was found. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in good condition. Preliminary check was performed. The root cause of the reported issue could not be confirmed. No actions were taken to mitigate the reported issue.

Manufacturer narrative:
Device evaluation: received device in good condition. Performed preliminary check and could not confirm customer reported condition. No fault found.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator "does not hold peep and expiratory pressure". Follow up information from the customer confirms that the ventilator "did not fail on patients or cause any harm". Issue occurred while the device was "being set up for use". No adverse patient effects were reported.